Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the event description: the patient was connected and running in his dialysis treatment about 90 minutes in it was noticed that there was microbubbles appearing in his arterial line. The connection was checked and was tight. He was disconnected and flushed as catheter had been running poorly. Even after that there were still microbubbles. Then system was recirculated after rinse back (when connecting to saline line it did spin). The air was purged from the machine but recirculating at high speed. He was reconnected to the lines and initially no microbubbles were seen but given the spinning on the saline line. The line and dialyzer were completely swapped out and he finished the treatment on a newer set up. Dialysis treatment was interrupted and resumed with the new venous bloodline and dialyzer. When discontinuing dialysis treatment on a patient with needles, two large air bubbles were noted to come from the arterial line. When making connections at the start of treatment, the cht used the proper technique passed along by b braun to make the leur lock connection prior to engaging the locking ring. The connections were checked and were still tight when taking the patient off treatment. When the cht connected the arterial line to the saline port, they had difficulty making the connection and more air bubbles appeared. The patient was able to get all of their blood rinsed back.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with passing results. While the provided samples were within specification, the reported issue is a known issue. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). The action is still under review for recall classification and FDA has not completed classification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.